Event description:
On (B)(6) 2013, the pt rec'd fractional laser treatment on her face and decolletage. Reportedly, 3 days post treatment, the pt reported to the physician that she was experiencing increased pain on her decolletage and there was also an "odor" that was emanating from the site. The doctor prescribed an antibiotic and vinegar soaks, no cultures were taken. The pt is reported to have responded to a two week course of the antibiotic. The doctor also reported that the pt consulted with a clinical dermatologist. The dermatologist switched the pt from vinegar soaks to saline soaks and prescribed an antifungal medication. Per the doctor, the dermatologists' feedback is that the pt sustained a 2nd degree burn.

Manufacturer narrative:
The operator manual indicates the following complications may be associated with the non-ablative laser systems. Blistering or burns may develop over the treated areas. Infecton: a risk of infection exists whenever the skin is wounded. The possibility for infecton exists even with non-ablative fractional laser devices... If observed, infection should be treated appropriately with topical and/or systemic medications. The tip used for the procedure was reported to be first time used. There was no report of any complication during or after the treatment. No add'l info was provided.